Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse determined that the instrument should be decontaminated and the sample reagent wash pump (srwp) should be replaced. The fse ran a system decontamination and replaced the srwp. The cause of the discordant, falsely elevated glucose results was a malfunction of the srwp. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated glucose results were obtained on two patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun, and the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results.